Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking the appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up if alternative information becomes available.

Event description:
It was reported: surgeon was using torque limiting screw driver to tighten a radial styloid screw. The screw driver broke before the torque limiting clicks engaged. Screw was close to flush with plate. Used back up driver tip to get screw seated in plate.